Event description:
In 2009, pt reported two episodes of low blood glucose causing unconsciousness. Pt stated a day prior, her blood glucose was 47 mg/dl and she was unconscious. She reported that her mother called the paramedics, and she was taken to the ER and given glucagon in the ambulance. Pt stated in the next day, she became unconscious and her mother noticed her eyes were "pinpoint and yellow". She reported no blood glucose reading was taken. Pt states she was given glucose tablets and sugar water. Pt reported she went back on the primary infusion device and delivered boluses because her blood sugar had gone up to over 500 mg/dl. She stated she switched to the backup infusion device this evening. Pt reported her insulin cartridge was changed and took 5-7 units to prime. She stated 1 1/2 hours later her insulin cartridge volume had decreased to 290 units. Verified the infusion device was operating in basal rate profile 1. Verified her daily basal total was programmed correctly (37.6 units) and each hour was set correctly. Pt alleged an over delivery of insulin that she could not account for in her basal/bolus delivery. Product was replaced, and requested return of the suspect product for evaluation.